Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose was 49 mg/dl. The customer's blood glucose was 61 mg/dl at the time of the call. Customer has treated their blood glucose with food. Troubleshooting did not find any issues with the customer's insulin pump. Customer did not expose their insulin pump to a high magnetic field. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.